Manufacturer narrative:
The insulin pump power loss alarms, low battery alarms and error 25 alarms were confirmed in the long trace. The power loss alarms after the error 25 were noted. Detailed trace analysis confirmed the insulin pump alarmed low battery and then alarm 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was received with faded serial number label, minor scratches on lcd window, cracked case and cracked keypad overlay. The insulin pump was programmed with test minilink and the glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and displayed calibrated your sensor alarm properly after completion of the warm up. The insulin pump displayed the programmed value properly on the display graph. The sensor feature working properly. No suspend anomalies noted before low event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that they received a power loss alarm. The insulin pump did not suspend when the sensor reading was below 40 mg/dl. The customer's notifications were checked and the insulin pump did suspend itself. The label on the insulin pump was faded. Customer's blood glucose level was high because the power error detected alarm shut off the basal rates and the suspend before low. Customer's blood glucose level was 119 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.